Manufacturer narrative:
Product analysis: the complaint was unconfirmed. Calibration of stylus and display were completed without issue. The programmer failed an unrelated electrical test. The link electronic module printed circuit board was replaced. The hard drive was reconfigured, the software was reloaded and updated, and the device passed all final functional and systems tests. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer was unable to be calibrated. The programmer was returned for service. There was no patient involvement.